Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator did not pass breath delivery (bd) power on self-testing (post). The ventilator was not in use on a patient at the time the issue occurred. The service engineer replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter pcbs to resolve the issue. The unit passed all testing and operated within the manufacturing specifications. In the event the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) and backlight inverters pcb were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the gui pcb. No fault was found on the backlight inverters pcb. If information is provided in the future, a supplemental report will be issued.